Event description:
It was reported that during implant attempt while closing the pacemaker pocket, oversensing was noted due to blood ingress in the ventricular connector and a possible grommet problem. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.